Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of bent slit knives; therefore, the condition of the product could not be verified. A lot number was identified, however the lot does not contain a knife lot number therefore, a device history review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Photos show packing list of reported cpk lot number. Reported issue cannot be confirmed from photos. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic knives were found to be bent. However, patient and procedure details were unknown, and no patient harm was reported.